Manufacturer narrative:
The reported field event of an extended charge time alert was confirmed via programmer printouts. The high voltage capacitors were tested and a capacitor anomaly was observed. This would account for the extended charge time.

Event description:
It was reported that during stock rotation the device was found to have reached the charge time limit. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun